Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient underwent a trial procedure. The patient reported feeling a stabbing and burning pain in her left foot. The patient was hospitalized and the physician explanted the lead on a unknown date. Sjm representative was not present for the procedure. The patient was seen at a follow-up visit on (B)(6) 2017 and reported the issue has resolved.